Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Plaintiff was implanted with the ams monarc subfascial hammock on (B)(6) 2010 to treat "pelvic organ prolapse and stress urinary incontinence" plaintiff's attorney alleges that the plaintiff has "suffered from serious bodily injuries including but not limited to, extreme pain, dyspareunia, bleeding, and infection". Plaintiff's attorney also alleges that "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury and, permanent physical deformity" it was further alleged that the plaintiff will in future suffer serious bodily injuries, pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life, require medical care and treatment, aggravation of a preexisting condition, as well as other damages.